Manufacturer narrative:
There was not pt present. Replacement part shipped (B)(6) 2012. RMA has been issued for return of the device. The suspected device has not been received by the manufacturer for evaluation at the time of this report.

Event description:
A registered nurse reported problems with the site's articulating arm. The vertek arm ball joint is "not holding" and they are unable to lock it firmly into place. There was no pt present.